Manufacturer narrative:
No knife sample was returned to manufacturing for evaluation. No lot number was identified with this complaint therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. All knives are 100% visually inspected by trained operators. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. This is the first of two reports from this facility. (B)(4).

Event description:
A customer reported that knives were dull during multiple surgeries. The same knife was used to complete each procedure with no impact to any patient. No additional information is available for this report.